Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the the, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device history review (DHR): product code: : 07.702.016s; lot number : 3l53643; release to warehouse date : 03.nov.2023; expiration date : 01.nov.2026; supplier: (B)(4); manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no additional medical intervention was required.

Event description:
It was reported that on (B)(6) 2024, during the surgery the handle of the kit did not move, and mixing could not be operated. The surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 (B)(6). E3: reporter is a j&j employee. G4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.